Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, b30 scope communication error occurred because the video function did not work properly due to corrosion on the charged coupler device (ccd). The root cause of the faulty ccd could not be identifed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, a b30 error was noted due to a charged coupled device corrosion. In addition, coupler corrosion and head cover discoloration were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a leak and angulation play was noted with the hd autoclavable camera head. The event occurred during preparation for use. During a standard service inspection of the customer returned device, a b30 error was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained (identified via b5). If additional reportable information is obtained, a future supplemental report will be filed.

Event description:
Additional information obtained identifies the reported event occurred prior to an unknown, diagnostic procedure. The procedure was completed with a similar device (another camera head) and without delay.